Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the patient experienced a stroke and expired. In (B)(6) 2016, a watchman ® laa closure device was successfully implanted during a left atrial appendage (laa) closure procedure. There were no recaptures performed during the procedure and a complete seal of the laa was observed. The patient was discharged the following day on warfarin. Approx 18 days post procedure the patient was brought to the hospital by emergency medical service (ems) after the patient was noted to be unresponsive and drooling in the car. Upon arrival the patient subtherapeutic (international normalized ratio) inr was 1.2. Ischemic stroke was suspected and tissue plasminogen activator (tpa) was started. Computerized tomography (CT) showed no large vessel occlusion so no further thrombolytics were given. Two days later a magnetic resonance imaging (MRI) of the brain showed no significant cortical infarction but repeat head CT showed evolving infarction in the left thalamus. The patient was in a deep coma and admitted into hospice care. 7 days later the patient passed away in the hospice unit.